Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were air bubbles and flow issues. There was no report of patient impact. The following information was provided by the initial reporter: chemo did not infuse over correct time of 1.5 hrs. At 1.5 hours, pump beeped that infusion complete however there was at least an additional 100ml of chemo left in the bag. Initial pump programming was double checked by 2 nurses at start of chemo. Halfway through infusion, patient called to say the bag still looked quite full despite the chemo running for almost an hour. Writer looked at chemo bag which was actively dripping at appropriate rate. No kinks noted in IV line at this time. Double checked pump which was programmed correctly at this time. Once infusion complete and there was still overfill of chemo, lines checked by 3 nurses and no kinks noted. It was discovered that the nacl bag on the primary line was missing approximately 200 ml of fluids despite the fact that the chemo bag was still actively dripping and infusing. No drips noticed from nacl bag when pump restarted and overfill of chemo programmed. All 3 nurses are unsure how the pump pulled from the nacl bag instead of the chemo bag. IV pole at appropriate height for infusion of chemo secondary bag. Once chemo bag empty and patient put on a flush another nurse noticed IV line was pulling from chemo bag not nacl bag for the flush therefore air in line. Chemo and nacl lines kept for further investigation if necessary.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that chemo did not infuse over correct time and there was at least 100ml left of chemo in bag could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 and lot number 22033283 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot 22033283. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were air bubbles and flow issues. There was no report of patient impact. The following information was provided by the initial reporter: chemo did not infuse over correct time of 1.5 hrs. At 1.5 hours, pump beeped that infusion complete however there was at least an additional 100ml of chemo left in the bag. Initial pump programming was double checked by 2 nurses at start of chemo. Halfway through infusion, patient called to say the bag still looked quite full despite the chemo running for almost an hour. Writer looked at chemo bag which was actively dripping at appropriate rate. No kinks noted in IV line at this time. Double checked pump which was programmed correctly at this time. Once infusion complete and there was still overfill of chemo, lines checked by 3 nurses and no kinks noted. It was discovered that the nacl bag on the primary line was missing approximately 200 ml of fluids despite the fact that the chemo bag was still actively dripping and infusing. No drips noticed from nacl bag when pump restarted and overfill of chemo programmed. All 3 nurses are unsure how the pump pulled from the nacl bag instead of the chemo bag. IV pole at appropriate height for infusion of chemo secondary bag. Once chemo bag empty and patient put on a flush another nurse noticed IV line was pulling from chemo bag not nacl bag for the flush therefore air in line. Chemo and nacl lines kept for further investigation if necessary.